Event description:
(B)(4) has received a complaint from a customer alleging that a pt was taken to the hospital and treated for broken bones and cuts while using a rollator distributed by (B)(4). There is no report on any malfunction or defect about the product. This MDR report is based on the customer complaint.